Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 clinical symptoms code: appropriate term/code not available (e2402) used to capture joint crepitation (musculoskeletal system (e16).

Event description:
Medical records received and were reviewed: operative notes (B)(6) 2021 indicate the patient received a left knee arthroscopy due to pain, patellar clunk, crepitus, instability, difficulty ambulating and abundant scarring within the joint. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for patella clunk syndrome. Event is serious and is considered moderate. There is a remote possibility the event is related to device and is possibly related to procedure. Date of implantation: (B)(6) 2013, date of event (onset): (B)(6) 2021, (left knee). Treatment: surgical arthroscopy of the left knee (no products revised).